Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5. A xt (lot: 50107r1012 ) was chosen for implantation. The clip was placed on the valve. During deployment went attempting the first establishment of final arm angle (efaa) the clip opened to 120 degrees. Efaa was performed a total of three times but each time the clip continued to open. The clip was removed and a replacement was implanted without issues, reducing tr to grade 1. There was no patient consequences or clinically significant delay.